Event description:
Patient had a left percutaneous chest tube placed on (B)(6) 2021 by seldinger's technique. It has been in place since that time functional. Cxr on (B)(6) 2021 noted a worsening pneumothorax, but a wire-density object was noted that did not correlate with a telemetry wire. Ultimately, this chest tube was exchanged for a different tube, and during the exchange a piece of the guidewire was identified at the end of the catheter while it was removed. FDA safety report ID # (B)(4).